Event description:
A customer contacted haemonetics on (B)(6) 2012, to report a blood inside of the centrifuge of the orthopat machine. No donor or operator injury was reported.

Manufacturer narrative:
A customer contacted haemonetics on (B)(6) 2012, to report a blood inside of the centrifuge of the orthopat machine. No donor or operator injury was reported. The device has not been eval; therefore, the reported issue cannot be confirmed. A follow-up report will be filed when add'l info becomes available. (B)(4).